Manufacturer narrative:
Error messages were generated by the analyzer prior to the complaint, suggesting the analyzer had issues. When the error occurs no results are generated by the instrument. Analyzer was performing as expected by generating those errors, however customer was not running qc according to manufacturer's instructions. Testing of the returned unit at magellan replicated error messages, and produce qc results that were out of range. No reported harm or injuries occurred as a result of this issue. Corrosion was noted on sensor pins. Corrosion of the sensor pins occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instrument instructions) or when too much sample is added to the test sensor. Periodic testing with blood lead qc controls is used to monitor analyzer performance. Magellan provided the customer with a new instrument, additional training, sent them notifications. No further issues of this nature have been shown for this customer. Note: late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on (B)(4) 2017. (B)(4). Customer complaint: (B)(4).

Event description:
Customer reported both used sensor and test failed error messages when attempting to run the assay. Corrosion noted on the sensor pins. Magellan testing of returned analyzer showed qc out of range results.